Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging sinus issues, lack of sleep. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused sinus issues, lack of sleep. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation, pil observed an unknown contaminant on the front panel. A piece of plastic-like particle was observed on the bottom portion of the blower box, where the blower sits. An unknown dust contaminant was present on the blower, blower seal, and the blower box. Evidence of liquid ingress to the blower was present. Pil was able to confirm the presence for degraded sound abatement foam residue in the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has contamination. There was a evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.